Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient received the wrong size impression kit for the final retainer impressions. The patient also noted numbing/tingling sensation on the left side of the face that increased when chewing food or pushed the tongue into the left cheek.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.